Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of abdominal aortic aneurysm. It was reported the packaging was opened and the device flushed as normal. However, the back end wheel was not sitting in the correct position. The device was not used in the patient. A gap was not noticed between the tapered tip and the graft cover. A second device was opened and it was used successfully. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation was completed. The complaint was confirmed; a gap was noted between the thumbwheel and rear handle. The root cause of the event was most likely manufacturing related.